Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medicine was not crossing into pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) contacted the customer and explained that placeholders were temporary entries created when patient orders were entered before admission. The tss advised reaching out to the admission, discharge, and transfer team to complete the patient admission process. The tss confirmed with customer that the system was functioning as designed and finalized the case for closure. The system functioned as intended after the issue was resolved.